Manufacturer narrative:
The reported failure of ventilator inoperative error associated with err_max_reboots is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The reported failure of an error indicative of a battery cell under-voltage condition within the battery pack and a ventilator service required error due to the internal li-ion battery not being detected, as indicated by the ltc1760 charger chip status is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU. Therefore, the DHR for this device will not be reviewed at this time.

Event description:
The manufacturer received a report that a trilogy 100 ventilator displayed urgent_service and vent_inop error messages. No patient harm or injury was reported. The device was evaluated at a third-party service center. The device error logs were successfully downloaded and reviewed. Log analysis identified a "ventilator inoperative" error associated with err_max_reboots, as well as an error indicative of a battery cell under-voltage condition within the battery pack. In addition, a "ventilator service required" error was identified due to the internal li-ion battery not being detected, as indicated by the ltc1760 charger chip status. As a result, the battery was not chargeable or useable. The service documentation did not specify that any components were replaced to address the reported issue. No repairs were performed. The device was subsequently scrapped.